Manufacturer narrative:
Medical device expiration date: unknown. Occupation: initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that during use it was discovered that the syringe would not attach to the blood transfer device with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: the syringe didn't fit to the btd properly. There is an opening in between.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use it was discovered that the syringe would not attach to the blood transfer device with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from japanese to english: the syringe didn' fit to the btd properly. There is an opening in between.